Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was also observed that there was a spark generated by energization. However, the definitive root cause of the broken knife wire and torn wire coating could not be determined. It is possible that the cutting wire breakage occurred due to the cutting wide where the wire coating was torn came into contact with the endoscope's distal end when the forceps elevator was raised and caused an electric conduction which caused the cutting wire to instantly become hot at the contact point. It is possible that the coating portion of the cutting wire was torn because the slider was slightly pushed against a metal area of the endoscope. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (broken knife wire) was confirmed. In addition, the broken part was burnt and melted, and at the rear end of the ruptured section, the wire sheath was torn. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that when using a single use 3-lumen sphincterotome v, the knife wire was broken. The user switched to a second similar device, and that knife wire did not face the 11 o¿clock direction. The user completed the therapeutic procedure (endoscopic sphincterotomy) with a third similar product. There was no patient harm associated with the event. This report is linked to the following patient identifier: (B)(6).